Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. During the prime test, the customer noticed a leak coming from the infusion set. After changing the infusion set, the insulin pump passed the prime and high pressure tests. Nothing further was reported.